Event description:
Caller performed comparison tests on their spouse's finger using the freestyle meter. The results were 117 mg/dl and 185 mg/dl. Caller reported that shortly afterward, the customer was disoriented and did not know what was going on. Caller took pt to the emergency room where a blood glucose test was 40 mg/dl on an accucheck meter approximately 2 hours later. A glucose IV was administered. The reported freeystyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.